Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said their device was broken or something was wrong. Pt said they can turn stimulation with no problem however, they were having a problem recharging the implantable neurostimulator (ins). Pt said the recharger telemetry module (rtm) gets hot where the cord meets the paddle. Pt said they were receiving settings not available message and system problem rm03. Pt said they started seeing both of these messages at the same time. Pt mentioned that the spinal cord stimulator (scs) was the only thing that keeps them out of pain and that not even pain pills work for them. Pt said the scs works to help them get sleep. An email was sent to the repair department to replace the rtm. Pss reviewed with pt that if the rtm replacement does not resolve both messages, to follow up with their hcp/rep regarding the settings not available message that was displaying. Additional information was received from the patient (pt). It was reported that they were having trouble adjusting their stimulation; pt would see "settings not available" screen when trying to turn their stim up. Pt had tried to turn group's intensity that was at 10.2 higher last night and was unable to; when on the call, they were able to do so. Inversely, the stimulation they were able to alter last night, which was set at 13, was now not able to be turned up while on the call, and showed them the same error screen - settings not available. Pt stated this group that was now able to be turned up was not the one that was helpful for them. When asked to clarify the event date for this issue, pt did not elaborate; instead just explained that they'd been seeing this screen whenever they go in and out of programs. The patient was redirected to their healthcare provider to further address the issue. The manufacturer's patient services specialist (pss) advised pt they should meet with a manufacturer representative (rep) to try adjusting the programming. No symptoms were reported. Additional information was received from a patient (pt). It was reported that after turning on, it goes to "looking for device" and then they get settings not available. They press ok and it goes back to normal. The pt reported that after being re-directed to their physician, they reported that it was because of their setting being high compared to others. The pt reported that there will be no other steps taken/done. The pt also reported that this issue has been resolved.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(6) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a recharger antenna failure and a final test low reading was 0. Also, there were scratch marks on the rtm donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.